Manufacturer narrative:
Please refer to the attached analysis report

Event description:
Reportedly, the detachment of the ventricular screw after removing the screwdriver occurred during the implant of the subject pacemaker. Another device was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the detachment of the ventricular screw after removing the screwdriver occurred during the implant of the subject pacemaker. Another device was implanted.